Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose value was 51 mg/dl and 200 mg/dl. The customer declined troubleshooting. The customer's wife stated that the insulin pump gave a low battery and it died so now the sensor was not communicating. Sensor got connected during call. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.